Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All currents within spec range. However, confirmed power error due to connector resistance issue. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced the high blood glucose 437 mg/dl. Customer reported that insulin pump had power error detected alarm and notification light did not stop flashing. Customer was treated with the insulin pump. Customer declined the troubleshoot for high blood glucose. Insulin pump will be returned for analysis.